Event description:
Received info customer pump has stopped working. Customer states that he received a low power alarm at 40% and plugged the pump into a power source, pump reset shortly after. The customer's blood glucose level was slightly elevated.

Manufacturer narrative:
The device is expected to be returned, the device has not yet been received. A follow up report will be submitted if the device has been received.